Event description:
Per the audiologist, the pt removed the sound processor. When she returned to it, the sound processor was reportedly hot to the touch and "smoking". The pt was given a different controller (part of the external sound processor) and was advised to use disposable batteries. The equipment was returned to the MFR. The pt was shipped a new battery and controller. There is an ongoing investigation at cochlear ltd. Of rechargeable battery faults.

Manufacturer narrative:
The battery eval report suggested the battery failed due to an external short-circuit caused by salty liquid entering the battery. This is a final report, filed on 8/20/08.